Manufacturer narrative:
The investigation determined that a non-reproducible, (B)(6) result was obtained from a single patient sample run on the vitros 3600 system. There was no evidence that an instrument related issue or a reagent related issue contributed to the event. The investigation has not determined a definitive root cause. However, pre-analytical sample processing or sample handling cannot be ruled out as contributing factors.

Event description:
The customer obtained non-reproducible (B)(6) vitros (B)(6) result ((B)(6)) from a single patient sample run on the vitros 3600 system. The (B)(6) result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the sample when implementing an alternate (B)(4) lot and the affected result was identified. A corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).